Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 738 mg/dl. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as pump was not available for a system check. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer indicated the issue was resolved and no permanent damage was sustained. Tandem technical support made multiple follow up attempts to obtain release date; however, no response received. Reportedly, customer reverted to manual injections for insulin therapy.